Manufacturer narrative:
Thermo fisher scientific's r&d group analyzed the 5 customer-supplied data files on 22-aug-2020: (B)(4) - customer data file. Sds showed extremely late ms2 amplification in only part of the plate, indicative of a workflow issue. The negative plate control failed, causing the plate to be invalidated. Suspected root cause: lack of adherence to stability guidance for ms2, as provided in the instructions for use. (B)(4)> showed extremely late ms2 amplification in all sample and control wells. The negative plate control failed, causing the plate to be invalidated. Suspected root cause: lack of adherence to stability guidance for ms2, as provided in the instructions for use. (B)(4) customer data file. Sds ms2 and plate controls passed. Amplification plot showed severe problems with optical mixing, indicative of a failure to properly vortex the qpcr plate. Suspected root cause: failure to properly vortex the qpcr plate prior to analysis, as required in the instructions for use the thermo fisher scientific field applications scientist assigned to the account reviewed the results with the customer and advised them to follow the stability guidelines for ms2 and to ensure proper vortexing of the plate, per the assay instrucitons for use, prior to running the test. Customer has not reported additional issues to thermo fisher scientific since.

Event description:
Laboratory's improper vortexing of the qpcr plate led to a single false positive patient result. The customer provided 5 software data log files for review, from assay runs on (B)(6) 2020 and (B)(6) 2020. In one data file, the amplification plot showed severe problems with optical mixing, indicative of a failure to properly vortex the qpcr plate. As the ms2 and both the positive and negative plate controls still passed, this resulted in one (1) false positive patient sample call. The customer did not report any deaths or serious injuries. Thermo fisher scientific was not able to confirm whether or not the false positive result was communicated outside the lab to the ordering physician and/or the patient.